Event description:
It was reported that the ac mains light was not illuminated and the device would not operate on ac power. There was no report of pt involvement with the incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not charge installed battery and operate on ac power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported incident was a failure of the power supply module, transistors q1 ans q2 were shorted and f1 fuse open.